Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence. "

Event description:
It was reported that the user performed a factory reset of the ilet due to too many low glucose readings and subsequently needed assistance re-pairing the ilet to the mobile app; the lowest referenced glucose was reported to be in the 40s, and review of reports noted a cgm value of 51 several hours post meal announcement with the cgm target set higher for much of the day, and the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with the medical device problem and device component not further defined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.